Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device ready for use indicator displayed red x and the device indicated charge/shock failure - therapy pca (autotest). There was no pt involvement.